Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. A photo was provided which confirms the reported event however without the associated device for further investigation the root cause remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error 30-0002. Time keeper." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.